Event description:
It was reported that the patient was charging the implantable neurostimulator (ins) and noticed therapy was off but it was supposed to be on. Reviewed how to turn therapy on. When patient turned therapy on they said their body is freaking right out once they turn stim on. After a while patient reported they are feeling better and the surge went away. The patient was redirected to their healthcare provider to further address the issue. Patient said they haven't touched the device until today. Reviewed how to charge the ins. Patient was able to start a charging session.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.